Event description:
The pt reported that, when she first tested her blood glucose level in the morning, she observed blood glucose readings that were "higher readings than normal". She reported blood glucose readings in the range of 272-291 mg/dl. She reported her "normal range" to be 95-135 mg/dl. Her only symptom of elevated blood glucose was "feeling drained". She administered a bolus of insulin using her infusion device, but the blood glucose reading remained within the same range. During troubleshooting with a company representative, she conveyed that she might have an absorption problem that could be resolved using an infusion set with a cannula of a different length. She began using a shorter cannula length in her infusion set, which was 8 mm as opposed to the 10 mm cannula she had used previously. With the shorter cannula in place and after administering a bolus of insulin using her infusion device, she decreased her blood glucose level. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.